Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had cubie failure. The field service engineer (fse) worked with informatics and contacted the customer via remote support regarding the issue at the site. The fse identified a network issue affecting all station logins and confirmed that the site¿s information technology (it) team resolved the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had cubie failure. The customer stated that they need to open the drawer and the cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.